Event description:
It was reported via legal documentation that approximately 79 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening and synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-00927 2358224 200-02-32 - three peg patella 32mm, (B)(6)- 02-010-01-0225 - logic femoral ps cem left sz 2.5. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00927. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.